Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) troubleshooted the unit, replaced scroll compressor (0119-00-0236) and all filters (0103-00-0631, 0103-00-0499) on unit. Performed unit checkout. Unit passed all functional and safety testes. Returned unit back to customer. Note: temperature sensor was damaged during compressor removal, replaced connector. Drive manifold (0104-00-0031) was used for troubleshooting purposes.

Event description:
It has been reported that the cardiosave intra-aortic balloon pump (iabp) unit encountered a gas loss error..

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.